Manufacturer narrative:
Product complaint (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018, and a suture was used. During surgery, the suture broke during sewing in the pelvic floor reconstruction. A replacement device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance breakage suture. A labeled winding former and a suture piece were returned for analysis. During the visual inspection of suture piece, presented body fluids, elongation and the end of the suture was busted (damaged). The other end was cut that appear to be by the use of a surgical instrument. In addition, a functional test was performed on the sample and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition of the sample received, the assignable cause of the breakage suture suggest an improper handling of the sample.

Manufacturer narrative:
Product complaint # : (B)(4). Corrected information: to date the device has not been returned to manufacturer for evaluation.